Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted due to low impedance and noise. Lead insulation anomaly suspected.